Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the reservoir functioned as intended upon initial activation. The patient is currently doing well. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a rhytidectomy on (B)(6) 2011 and a drain was placed. The reservoir did not suction. The patient went to the hospital room with the deficient reservoir. The patient developed a hematoma, which was drained by the surgeon in the next day.